Event description:
A physician reported that during creation of flap surgeon observed there is a thin flap in the right of a patient during refractive surgery. The director attempted to lift the flap, and the procedure was completed. There are multiple related reports for this facility. This report addresses the patient (B)(6), right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).